Manufacturer narrative:
The insulin pump passed prime/ compromised force sensor, displacement and basic occlusion test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. However the motor may have had intermittent failure that was not detected during testing. The insulin pump scratched display window and cracked case near display window corners noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 410 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.